Manufacturer narrative:
(B)(4).

Event description:
Trial patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 their transmitter was out of range for six hours and thirty minutes. There was no report of injury or medical intervention. No additional event or patient information is available.